Event description:
It was reported that the user experienced hyperglycemia while using the ilet and stated they had several social events and forgot to take insulin, with no device alerts or alarms reported. Symptoms included elevated blood glucose levels consistent with hyperglycemia. Outcomes included no reported hospitalization or long-term injury. Investigation included collection of user-reported details and plans to obtain additional information through follow-up. Investigation of this case revealed that the event cause remains unclear based on available information, and no device malfunction or component issue has been identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.